Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that multiple insulin pump cartridges from lot 31014 leaked at the plunger area, including one event discovered after use when insulin was noted in the cartridge chamber and another detected during the fill tubing step; the user confirmed using new, underfilled cartridges and observed no visible damage, with subsequent use of subcutaneous insulin by pen. Symptoms included hyperglycemia with a reported peak of 300 mg/dl without loss of consciousness or other acute complications, and ketone testing was negative. Outcomes included approximately three hours of glucose values above target and correction with a manual injection of 8 units without need for professional medical intervention. Investigation included customer interview, troubleshooting, and request for the cartridge to be returned for evaluation. Investigation of this case revealed evidence consistent with cartridge leakage at or near the plunger interface, with impact on insulin delivery. It was concluded that a cartridge integrity or seal issue could have contributed to inadequate insulin delivery and resultant hyperglycemia, and replacement supplies were provided.